Event description:
Note: this report pertains to one of four events that occurred during the same procedure. Refer to associated manufacturers report # 3005099803-2334, 3005099803-5740, and 3005099803-5739 for a description of the other events. An extend jag precur guide wire was loaded over an rx pre-curved ercp cannula. The system was flushed and contrast appeared to be leaking from the cannula. The cannula was exchanged for another rx pre-curved ercp cannula and the same leaking occurred. A 3rd rx pre-curved ercp cannula was advanced with the guide wire through an unspecified scope to the common bile duct (cbd). The guide wire was locked and the cannula was removed. When the cannula was removed from the scope channel a possible leak in the cannula was discovered. Before an unspecified type of sphincterotome was loaded, the position was lost and the guide wire position was lost. The doctor attempted to cannulate the cbd with just the wire. This was unsuccessful and when the guide wire was removed it got stuck and had to be removed with force. Once removed it was noticed that there was damage to the soft tip of the wire. There were no patient complications and the procedure was completed successfully.

Manufacturer narrative:
Received the suspect device inside the original open pouch with product label. Residue was present on the device to indicate use. A visual evaluation found no defects with the catheter. The outer diameter of the bonded joint was measured and found to be within the manufacturing specification. A functional evaluation was performed by injecting water through the device. A leak was found at the proximal end of the bonded joint. The functional evaluation was repeated with an 0.035 inch guidewire loaded through the catheter which resulted in the catheter leaking worse than when the guidewire was not loaded. Customer complaint of the device leaking confirmed. It is likely that due to the guidewire being in place and closing off most of the single lumen that back pressure is added to the bonded joint causing the device to leak more. The most probable root cause for the leak issue is that during manufacturing the joint between the two extrusions was not bonded correctly, which caused the device to leak. A search of the complaint database revealed no additional complaints reported for the same lot.